Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively, the cuff pressure was checked using pressure gauge before and after intubation. The patient¿s airway had been checked through visual equipment, tumors and foreign bodies. Anti-scratch protection had been done during intubation. It was stated that within one to three days, the ventilator alarmed, insufficient ventilation and cuff ruptured was detected. The patient was a long-term tracheal intubation patient and currently admitted in the hospital. The device was replaced.